Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over one hour. A root cause could not be determined. A replacement transmitter was sent to the customer. Due to the loss of connection, the basal software was unable to suspend insulin and the customer experienced a blood glucose (bg) of 51 mg/dl. Juice and food was consumed to treat bg.